Event description:
A customer reported the error message, "60 min" repeating while wearing the adc freestyle libre sensor. On (B)(6) 2021, as a result, the customer lost consciousness however regained consciousness and was able to provide self-treatment. There was no third-party medical treatment reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (indicating initial factory state).the sensor plug was returned and fully seated. Removed the sensor plug and inspected the plug assembly, no issues were observed. Visual inspection was performed on the returned sensor tail, no blood watermark was observed on the tail indicating an insertion failure. An insertion failure is due to the sensor not being properly inserted. No malfunction or product deficiency was identified. No further investigation required all pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, "60 min" repeating while wearing the adc freestyle libre sensor. On (B)(6) 2021, as a result, the customer lost consciousness however regained consciousness and was able to provide self-treatment. There was no third-party medical treatment reported. There was no report of death or permanent injury associated with this event.